Event description:
It was reported to medtronic neurosurgery that the device was leaking prior to implantation.

Manufacturer narrative:
The valve was patent. The device did not pass the leak test, as there was a large tear spanning the bottom of the delta chamber diaphragm. It is unk how or when this damage occurred. The damage precluded siphon, reflux, preimplantation, and pressure-flow testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture. No impact to the pt was reported.